Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in fully rear-locked position. Anchor and collagen were found to have been stuck in the sheath valve. No other damage or issues were identified. Functional testing could not be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the right groin access was used for an up-and-over left sfa/profunda peripheral intervention. The doctor attempted closure with the involved 6fr angio-seal. He followed all the standard steps: artery location, sheath stabilization during arteriotomy locator/wire removal, bypass tube positioning, angio-seal device loading, and achieving both "clicks." However, after the second click, where the string and black mark typically indicate the collagen slip knot tightening, nothing appeared. Pulling back on the angio-seal, the entire device came out without any visible string or footplate. Despite applying pressure and using doppler ultrasound, the footplate remained undetected. Additional information was received on 15 aug 2024: the procedure utilized a 6fr cook flexor sheath without any difficulties in arterial access, sheath, guidewire, or catheter insertion. I cannot ascertain whether a pre-deployment angiogram was performed prior to femoral closure. The physician, experienced in deploying thousands of these, showed no hesitation about the patient's suitability for an angio-seal. Post-procedure, there has been no update on the patient's condition from the physician or staff. To my knowledge, there was no significant blood loss; manual pressure was applied immediately following the device malfunction. No concomitant medical products were used with the angio-seal, as far as I am aware. There is no evidence of vessel occlusion in the patient, according to the physician or staff. No disease was noted in the access site artery. Doppler was used post-malfunction, and nothing abnormal was detected, with no reports from staff or physicians of any residual material in the patient. Upon removal of the system, the anchor was not visible at the tip of the sheath.